Event description:
Patient underwent a laparoscopic unilateral salpingo-oophorectomy. The case was uncomplicated and she went home the same day. She cancelled her postop visit and her ob/gyn saw her last week. At that time, she was found to have a portion of the uterine manipulator retained in the vagina.